Event description:
Consumer stated while using the advanced soft picks, the bristles broke off and got stuck between their teeth, and when trying to remove it he swallowed the tip.

Manufacturer narrative:
The corrections to the original MDR submitted are as follows: 1) section b-2: incorrectly checked box for "required intervention to prevent permanent impairment / damage".

Event description:
Consumer stated while using the advanced soft picks, the bristles broke off and got stuck between their teeth, and when trying to remove it he swallowed the tip.